Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had entered in the blood glucose (bg) value of 147 mg/dl as a carbohydrate amount instead of a bg value. During the call with tandem technical support, review of pump history confirmed a 7.82u bolus was delivered. Calculations show it was 3.25u more than intended. Recommendation was made to consult with health care provider (hcp) regarding diabetes management. At the time of the call bg level was not provided. It was indicated that the customer would monitor bg level. Multiple follow up attempts were made to the customer. However, no additional information was provided.